Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump began vibrating while the patient was swimming. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 06-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: during the investigation, the pump powered on to a continuous vibration. The pumps was opened, and moisture was observed on the vibration motor.